Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that quality controls (qcs) were within acceptable ranges prior to the obtaining the discordant concentrated carbon dioxide (co2_c) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed that reaction tray wash unit (wud) position 3 was overflowing. The cse performed the following: replaced reaction tray wash units drain valve 2 (cdev3), checked height alignments, checked vacuum, checked lines from nozzle to valve and manifold, and ordered new wud position 3 nozzle set. The cse determined that the alignments and vacuum were within specifications. In a subsequent visit, the cse performed the following: replaced and aligned the nozzle set for wud positions 2 and 3, ran wash 2, and determined that wud did not overflow. The customer ran (qc), the qc recovered within acceptable ranges. The customer reported that they did not obtain additional discordant results. Siemens specialist further investigated and determined that system needed routine maintenance of the instrument. It was determined that the drain overflow potentially contributed to the discordant co2_c results, which was potentially resolved when the cse replaced and aligned the wud. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant concentrated carbon dioxide (co2_c) patient results were obtained on two patient samples on the advia 1800 instrument. The discordant results were not reported to the physician(s). The customer indicated that the discordant co2_c results were not consistent with the previous results for both patients. The samples were repeated on the same instrument. The customer did not provide the repeat results for these samples. There was no delay in testing samples as the customer had an alternate advia 1800 instrument for patient testing. There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.